Event description:
On (B)(6) 2014, the patient experienced withdrawal. The patient was seen on (B)(6) 2014. When looking at the logs from the prior refill visit in (B)(6), it said the patient¿s refill alarm date with maximum ptm (personal therapy manager) bolus activations was (B)(6) 2014. When interrogated, it showed a reservoir volume of 8 ml and a refill alarm date of (B)(6) 2015; it was unknown if the refill date was accurate based on the patient¿s ptm bolus activations. Accessing the pump to see if there was more medication than expected was being considered. On (B)(6) 2014, it was reported that the pump was replaced because the patient was experiencing intermittent therapy; the patient was experiencing underdose symptoms. A catheter dye study was done and the study was wnl (within normal limits). During the pump replacement procedure, they moved the pump pocket from its posterior location to an anterior location at the patient¿s request. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found a miscellaneous alarm resonator anomaly. Analysis of the catheter found sc connector coring-tears-cuts in seal which met leak criteria.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported back in (B)(6) 2014 the pump "crapped out" and was being "colicky." There were volume discrepancies and the actual residual volume (arv) was greater than the expected residual volume (erv) and it was full. A dye study was done and was negative and it was unknown if there were any motor stalls. The pump dose was increased to 0.999mg/day. The cause of the event, what the event was attributed to, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.